Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-03518. The pt received an scs system, including an ipg and a surgical lead, on (B)(6) 2010. The pt reported intermittent overstimulation from her scs system. According to the pt, the overstimulation can be felt as starting at the lead site. It then travels down her body to her right foot. The pt indicated she would continue to work with her physician on further testing and/or reprogramming of the scs system. According to the MFR's device registration system, the ipg and lead remain in use. Attempts to follow up with the pt on her condition and device status were unsuccessful. No add'l info is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.